Event description:
The company received a report where it was claimed that the cuff would not hold air after 3 weeks of pt use. The caller confirmed that reintubation/recannulation of a replacement tube was required.